Manufacturer narrative:
Sent to FDA 5/26/99. Corrected data: type of device description in section d:2 has been corrected from spirng tip electrode to twizzle tip electrode.

Event description:
Customer reports that surgeon began procedure with the twizzle tip vaporizing at mode 100 vapor cut. The surgeons stated the electrode was visible through the scope. The inflow and outflow rate of approx. 300. Pressure 150. The surgeons were not burying the electrode. The surgeon was using a painting left to right motion to remove a 5-6 cm myoma fibroid. About 30-35 minutes into the procedure the tip fell off. The tip was retreived and a spring tip was used. There are no reported adverse consequences to the pt related to this event.